Event description:
Shortly after my implants (about 6 months), I began getting skin rashes on my abdomen. I have never had rashes or sensitive skin in my life. The rashes were accompanied with frequent seemingly random hives all over my neck, chest, and face. The rashes spread to my arms, legs, and scalp. They are extremely itchy and inflamed. I have seen allergist after allergist and done so much testing to find what was causing these issues but never had any luck. I also began experiencing horrible digestion problems and food intolerances that I had never had before. Doctors checked me for ulcerative colitis and crohn¿s disease when my symptoms got so severe. I ended up having to have surgery to repair damage left behind from the chronic issues. I have extremely low energy and is easily fatigued. I am very healthy and workout every day but for the last several years have become increasingly more tired and have felt like a shell of myself. I have been plagued with multiple autoimmune issues leading to doctors testing me for ms and lupus. I have been in and out of hospitals and doctors¿ offices with pain, heart issues, skin problems, and severe digestion issues that¿s all started after my breast implants.